Manufacturer narrative:
A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions are taken. Retention material complies with the specification. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the chronometry stago method. The meter result was 6 inr and less than 3 hours later the laboratory result was 3 inr. The patients therapeutic range is 3 - 3.5 inr.